Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. Reportedly, the custom prefilled the cartridge and stored the cartridge in the fridge. Customer loaded a cartridge the cold insulin and subsequently received the minimum fill alert. A new cartridge was loaded to resolve the issue. Customer¿s blood glucose level was 204 mg/dl. In addition, it was reported that an empty cartridge alarm occurred. Customer has "poor cognitive memory skills" and could not confirm if alarm was valid. Customer loaded a new cartridge to resolve the issue.